Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The explanted device was returned and its evaluation was completed (reference MDR # 2031527-2022-00292). The intraoperative type 1a and type3a endoleaks are unconfirmed due to lack of the medical images surrounding the initial implant procedure. This is not consistent with the reported adverse event/incident. The complaint is likely user related. This was an off-label case - concomitant use with products outside the IFU as an endurant (non-endologix) stent was implanted with the afx devices, which could be the contributing factors for the reported event. Procedure related harms for this complaint could not be determined. The final patient status was reported as explant of the afx implants. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: h6: health effect - clinical code: remove code 1924. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. Device remains implanted.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, a vela suprarenal aortic extension and a medtronic endurant (non-endologix) aortic extension to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. It was reported that post implant the final angiogram showed a suspect type 3 endoleak and the physician elected to balloon the proximal and distal ends of the vela aortic extension. The endoleak amount decreased but did not completely resolve. Then a type 1a endoleak was suspected after several angiograms were performed and the proximal end of the bifurcated stent graft was ballooned. The endoleak amount decreased but did not completely resolve. It was also noted that a type IV endoleak of endurant was suspected and the procedure was completed. Now, approximately five (5) years post initial procedure, the aneurysm sac was confirmed to be enlarging (amount not specified), the physician elected to perform an open repair and explanted the afx2 bifurcated stent graft and the vela suprarenal aortic extension. During the procedure, a hole was confirmed on the afx2 bifurcated stent graft which was returned for evaluation. This event is reported under MDR # 2031527-2022-00292. The patient status after the open repair procedure was reported as stable.